Event description:
Customer reportedly received result of 211 mg/dl on advantage system 1 and result of 102 mg/dl on advantage system 2 within 10 minutes while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller did not provide product information for advantage system 2. Other text : will not be returned to manufacturer.